Event description:
It was reported that on (B)(6) 2009, a h<(>&<)>p was performed and revealed that the patient originally hurt his back in the military and then again in 1999 where it was reinjured at work. After treatment his pain had subsided and he had returned to work. He stated this his pain had returned 9 months prior to this appointment. Patient complains of 80 % back and sacral pain and 20% bilateral leg pain which radiates into his toes. He states that his right foot ¿gets hot¿ and is very uncomfortable. The patient cannot stand without using a cane for support. He also complains of right sided testicular pain as well as satellite anesthesia. The patient has not had any recent injuries/accidents. He describes the pain as 9 on scale of 10. The subject consulted for a surgical option and was prescribed medical pain treatment. On (B)(6) 2009, the patient was seen for a preoperative visit. Surgical procedure to be performed is lumbar fusion (and decompression) l4/5, 5/s1 tlif. Surgery was scheduled for (B)(6) 2009 on (B)(6) 2009, the patient was seen for a preoperative visit. Surgery was rescheduled for (B)(6) 2009. On (B)(6) 2009, the patient was admitted for treatment of lumbar spondylosis, lumbar radiculopathy and lumbar herniated disk. Patient underwent an l4-l5 and l5-s1 laminectomy with discectomy, interbody graft, use of bmp, posterior pedicle screw instrumented fusion utilizing the k2 mesa screws, 6.6 x 50 mm in l4, 6.5 x 45 mm in l5, and 7.5 x 40 mm in the sacrum with utilizing two 65-mm pre-bent 5.5 mm rods, the interbody grafts were the aleutian an 9 mm cage at l4-l5 and a 11 mm cage at l5-s1. The small kit of bmp was used as well as a locally harvested autograft and a posterolateral fusion. Interoperative fluoroscopy was utilized along with neural monitoring including pedicle screw monitoring and monitoring of the pedicle probe and tab. During the procedure, the interbody graft was introduced into the disk space and rotated 90 degrees into position and the position of the graft was checked by ap and lateral fluoroscopy. The graft was packed with a quarter of small package of bmp. Diskectomy and interbody grafting was performed identically at l4-l5 and l5-s1, with a 9 mm cage at l4-l5 and an 11 mm cage at l5-s1. Both cages were noted to have very good purchase and had good position by ap and lateral fluoroscopy. Both cages were packed with a quarter of the sponge of the small bmp and also packed with the locally harvested autograft paste. The autograft was packed before the cage as well as after the cage. The patient tolerated the procedure well and the hardware was noted to be in good position post-operatively. On (B)(6) 2009, per the patient¿s status on discharge, he was found to be in good condition. There was no evidence of dvt or wound infection and he had been afebrile greater than 24 hours and his neurovascularly was intact. The subject was discharged home with medical treatment, instructions for resting and a follow-up appointment in one week¿s time for suture removal. On (B)(6) 2009, the patient presented for a two week postoperative visit with the use of a walker and lumbar brace. No postoperative complications were noted. The patient did state that initially after surgery he was having issues urinating and had some blood in his urine, which he says has now resolved. The patient denied and fever, chills, night sweats or wound drainage. He states that he does have a lot of incisional pain but denies any radical symptoms, numbness or tingling sensation. He requested refills of his pain medication. During an inspection of his back, the incision was found to be healing nicely and the staples were removed. Lower extremity exam showed no signs of any swelling, discoloration, or lesions. Palpation, the pulses bilaterally were normal. The patient had negative homans¿ sign bilaterally. Neurological examination showed long tract signs, negative babinski and negative clonus bilaterally. Musculoskeletal examination showed limited range of motion of the lumbar spine in both in flexion and extension. On (B)(6) 2009, the patient made a request for extension of his physical therapy. He was given a prescription for 12 additional visits. On (B)(6) 2009, the patient presented for a six week postoperative visit with the use of a lumbar brace. His preoperative leg pain was noted to have been improved. Patient complained of pain across his buttocks and is typically aggravated with movement. He still takes morphine sulfate for pain control. He does continue to smoke but he has cut back somewhat. He has not yet received his bone stimulator from the va clinic. The patient denies any recent trauma or injury. Xray a/p and lateral views show satisfactory alignment of lumbar spine with instrumentation, cage and bone graft. On (B)(6) 2011, the results of a recent MRI test of the patient¿s low back showed degenerative changes and post-surgical changes which were found to likely be contributing to his chronic pain. The attorney additionally reports (claims unverified in medical records).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.